Manufacturer narrative:
Follow-up #1: date of submission 07/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: on investigation, the audio bolus button demonstrated normal response. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.